Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
Because no devices were returned for investigation a confirmation of the reported event was not applicable. Nevertheless based on the reported event and the additionally information that the mentioned screws are related to article # 50-15994 the same issue as previously statistically evaluated in (B)(4) is indicated. In (B)(4) it was stated that the screwdriver blade 62-15000 (component of the universal neuro system) do not hold the screws with article # 50-15994. The mentioned screws are implants related to the universal neuro ii system. According to the relevant instruction for use (IFU 90-01949) it is stated that ¿all products out of the new stryker leibinger universal neuro ii system are not compatible to the existing stryker leibinger universal neuro system.¿ the information was forwarded to the responsible r&d department which was providing and verifying the information that the screwdriver blade with article # 62-15000 correlates to the universal neuro system and the mentioned screw with article # 50-15994 correlates to the universal neuro ii system which were not compatible to each other. For the screw the related screwdriver blade is marked with article # 62-15020 and three teal color rings. Consequently the reported event indicates an off-label use while using components of not compatible systems. Therefore the root cause for the reported event can be attributed to a user related issue. Indications for any manufacturing, systematic or design related problems were not determined in the statistical evaluation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. Device was unable to be returned.

Event description:
It was reported the device would not retain the screw once it was loaded.

Event description:
It was reported the device would not retain the screw once it was loaded.